Event description:
The patient reported uncomfortable stimulation and temporary cramping of the legs. During a programming session, high impedances were observed. A lead revision procedure has been recommended.